Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The pump was unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The pump was also received with corrosion on the battery tube, motor, force sensor, and keypad assembly. The pump received with scratched case, broken battery tube threads, case cracked behind the pump near the battery compartment, cracked retainer, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that her son was in the pool and the pump stopped working. The customer stated that there is fluid under the lcd screen. The insulin pump will be returned for analysis.